Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) stored atrial fibrillation (af) episodes. Upon interrogation, it was determined that it was false af episode and the icm was undersensing r waves. The device was reprogrammed. The patient was stable.